Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "error code b30" was not reproduced but the "error code e216" was reproduced when the angulation was operated while checking the endoscopic image. Since the error code was reproduced during angulation operation, it is likely that the video signal cable is disconnected near the bending section of the distal end, and that a continuity failure occurs under load when the cable is bent due to angulation operation, etc., and that the video system center detects an abnormality and reports the error code. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event 1, 2 is described as follows in the operation manual of ltf-s190-5 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the procedure name is laparoscopic cholecystectomy. The procedure was therapeutic and was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.